Manufacturer narrative:
A specific root cause could not be identified. Possible root causes for this event include the non-use of sample rack adapters and inappropriate sample mixing. Other typical causes for this type of event include issues with sample quality or insufficient analyzer maintenance.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 34.64 iu/l and was reported outside the laboratory. The patient's condition did not improve, so she was hospitalized. On (B)(6) 2017, the patient was retested for hcg + beta and the results were > 10000 iu/l and 11969 iu/l. The sample from (B)(6) 2017 was repeated and the result was >10000 iu/l and 11851 iu/l. A stored sample was also repeated and the result was the same. There was no allegation of an adverse event. The reagent lot number was 259199. The expiration date was requested but was not provided. The field service representative checked the analyzer and performed an adjustment and the liquid level detection (lld) of the sample probe. Performance testing was performed and was acceptable. Based on review of the provided calibration and qc data, a general reagent issue was not suspected. Possible causes include a missampling, as the customer did not use the sample tube rack adapters, or inappropriate sample mixing.